Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. The date of event has been entered as 01december2024, as the exact last day of data collection was not provided. Kurihara t, amiya e, hatano m, ishida j, bujo c, isotani y, kaneko s, ando s, morishita k, ishii s, ueda t, yagi h, saito a, soma k, minatsuki s, ando m, shimada s, ono m, takeda n. Fibrosis 4 index predicts haemocompatibility-related adverse events in patients using left ventricular assist devices. Eur j cardiothorac surg. 2025 sep 2;67(9): ezaf291. Doi: 10.1093/ejcts/ezaf291. Pmid: 40880288; pmcid: pmc12448308. Department of cardiovascular medicine, graduate school of medicine, the university of tokyo, tokyo 113-8655, japan; department of advanced medical center for heart failure, graduate school of medicine, the university of tokyo, tokyo 113-8655, japan. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported in ¿fibrosis 4 index predicts hemocompatibility-related adverse events in patients using left ventricular assist devices (lvad)¿ that the heartmate 3 (hm3) was involved with patient deaths and adverse patient impacts after pump implantation. The study examined the association between the liver fibrosis-4 (fib4) index and clinical events, specifically hemocompatibility-related adverse events (hraes), in patients who underwent left ventricular assist device (lvad) implantation. A total of 224 patients were included in the analysis (heartmate 3; 40, heartmate ii; 66). The patients underwent lvad implantation for advanced hf at the university of tokyo hospital between october 2010 and december 2023. The antithrombotic regimen in all patients consisted of low-dose aspirin or other thrombotic agents in addition to warfarin. The study follow-up was completed december 2024. In total, 102 patients received a transplant during the observation period, while 123 either continued with the lvad or died. The study reported that 31 patients passed away, with the lvad device unknown. The supplemental data reported that of the hm3 patients, there were 4 hemorrhagic events and 4 cerebrovascular events. The study stated that the cerebrovascular disorder events confirmed emergence of new neurological symptoms via computed tomography (CT) scans.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist systems and the reported patient outcomes could not be conclusively determined through this evaluation. The serial numbers of the heartmate 3 left ventricular assist systems in use were not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.